Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure in 2008. Post-operatively 5 months later, the patient developed a symptomatic stage three prolapse of the vaginal apex. As a result, the patient underwent a laparoscopic sacropexy of the vagina with mesh in 2009. This event required hospitalization. The patient's pelvic floor prolapse was stage one about 3 months later. The outcome of this event is listed as resolved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.